Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (cannot run detect and treat testing) has been confirmed. Upon investigation the electrode belt could not run detect and treat testing. The cause for the failure was the trunk cable connector was damaged and unable to connect to a monitor. The root cause for the damaged connector was excessive force. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor returned an electrode belt and reported the belt cannot run detect and treat testing.